Event description:
Customer reported hospitalization due to high blood glucose. The paramedics were called to transport her to the hospital. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was nauseated, vomiting, blurred vision, dehydration and body aches. Diagnosed diabetes ketoacidosis. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.